Event description:
I received an email from philips regarding financial compensation for my philips respironics system device. Per the instructions in the email dated 9/26/2023 I shipped my CPAP machine back to philips on (B)(6) 2023 and confirmed through fedex tracking that it was delivered on 10/30/2023 yet I have yet to hear from or receive compensation for the returned product. I have since tried to contact philips through their toll free number to no avail. In my latest call I was put on hold for over an hour without any response.